Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd) of this pacemaker device. The device had five and a half years remaining longevity but at the most recent follow-up, however, the longevity remaining decreased to about three years. Device data was sent to engineering for review. Data analysis confirmed the power consumption of this device has been steadily increasing and is expected to continue to increase. Recently, the power consumption has been increasing due to atrial fibrillation (af) activity and right ventricular pacing. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd) of this pacemaker device. The device had five and a half years remaining longevity but at the most recent follow-up, however, the longevity remaining decreased to about three years. Device data was sent to engineering for review. Data analysis confirmed the power consumption of this device has been steadily increasing and is expected to continue to increase. Recently, the power consumption has been increasing due to atrial fibrillation (af) activity and right ventricular pacing. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device is still functioning and battery data appeared normal. No adverse patient effects were reported.